Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device history record review shows no nonconformance for the device and no abnormalities were observed during the DHR review. The evaluation states that the reporter's complaint that the unit will not rotate was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Event description:
Facility reports: sagittal saw attachment was not rotating. No additional information available. Update (B)(6) 2013 facility reported during surgery sagittal saw attachment was not working properly high pitch noise and not rotating. Switch for another device. Reported event caused 15 minute delay. No medical intervention required. Procedure was successfully completed. This report is for 1 of 1 for (B)(4).